Manufacturer narrative:
Apoc incident # (B)(4). Product lot# information that was used during the event was unknown on the initial call. On (B)(6) 2020 an abbott support specialist stated that the following chem8+ lots were shipped to add france in (B)(6) 2020. Product investigated per shipping records. (D4) lot #, (d4) expiration date, (h4) device manufacture date; h19326a, 05/20/2020, 11/22/2019; h19333b, 05/27/2020, 11/29/2019; h19334b, 05/28/2020, 11/30/2019; h19339a, 06/02/2020, 12/05/2019; h19342b, 06/05/2020, 12/08/2019. The investigation was completed on (B)(6) 2020. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ae (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for chem8+ lots h19326a, h19333b, h19334b, h19339a and h19342b.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded a suspected discrepant potassium result of 6 on a patient. There was no patient information available at the time of this report. Method: I-stat, k results: 6 mmol/l. Lab, 3 mmol/l. Collect, test times, and cartridge lot information was not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.